Event description:
It was reported that this right ventricular (rv) lead was part of the infection issue. Reportedly, the patient was admitted in the emergency room (ER) due to urinary tract infection (uti). The patient did not establish with a new physician and was advised to seek appointment. No additional adverse patient effects reported. The rv lead remains in service.